Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate therapy for detection of atrial fibrillation (af) with rapid ventricular response (rvr). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.